Event description:
It was reported that a participant in the ilet experience study experienced hypoglycemia, describing multiple low glucose readings in the 50 mg/dl range, with the cause not specified and no alerts or alarms reported. Symptoms included hypoglycemia. Outcomes included no reported long-term impairment or required medical intervention, and no hospitalization. Investigation included outreach to obtain additional details regarding the event. Investigation of this case revealed that the cause of the hypoglycemia remained undetermined with no device malfunction identified and no component-specific failure reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.